Event description:
It was reported that the lasso 2515 nav variable catheter did not deflect and it was unable to use the device. The case was completed without patient consequences by using another device. On (B)(6) 2013 the product was received in the laboratory for analysis and it was found that the catheter had a broken anchor window with blood inside. Due to this catheter condition received, the event changed its reportability with alert date of (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the lasso 2515 nav variable catheter did not deflect and it was unable to use the device. When product was received for analysis it was found that the catheter had a broken anchor window with blood inside. The case was completed without patient consequences by using another device. The returned device was visually inspected and it was found that the anchor window was cracked. The catheter was evaluated for deflection characteristics and it failed. It was found that the catheter had the t-bar sliced down causing the improper device deflection. The complaint condition was confirmed. An internal corrective action was opened to address the deflection / t-bar issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).